Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the outer seal fell off. Changed to a new one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b12lt device was returned in good condition. The device was visually inspected and no missing pieces were observed from the sealing components and the universal seal could be assembled and disassembled with no anomalies noted. The instrument was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.